Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a procedure. During unpacking, it was found that the product was damaged. It was reported that the device was fractured. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Block b5 has been updated. Block h11: investigation analysis: upon receipt at our quality assurance laboratory, this percuflex plus ureteral stent underwent a thorough analysis. Visual analysis identified that the stent bladder coil was detached and torn. The positioner was also returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of stent shaft break, coil detached/separated, and suture hole torn were defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the information available and analysis results, the reported allegation of stent shaft break could not be confirmed, and the analysis of the returned device is possible to conclude that the issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get detached/separated during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a ureteroscopy procedure. During unpacking, it was found that the product was damaged. It was reported that the device was fractured. The procedure was completed with another same device and there were no patient complications reported.